Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during drain one of pd treatment. There was an air detected in cassette warning encountered. The cause of the leak is unknown. There was fluid found in the cycler in the pump module area and on the exterior of the cassette after cancelling treatment. Upon follow up, the patient said there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient did get a new cycler. The patient did manual treatments in the absence of a cycler. The cycler set used by the patient is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during drain one of pd treatment. There was an air detected in cassette warning encountered. The cause of the leak is unknown. There was fluid found in the cycler in the pump module area and on the exterior of the cassette after cancelling treatment. Upon follow up, the patient said there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient did get a new cycler. The patient did manual treatments in the absence of a cycler. The cycler set used by the patient is not available for return for physical evaluation by the manufacturer.